Manufacturer narrative:
The sample was discarded at the hospital and unable to evaluate; however, a sample was returned against a similar report from the same hospital, referenced medwatch #2015691-2010-13341.

Event description:
It was reported that the wrapper on the tray (tyvek) was not on the catheter tray after removing the catheter from the box. There were no patient complications. Not returning the unit for evaluation, discarded at hospital. Follow up indicated that the pouch in which the tray is located was not there, tray was just in box.